Event description:
It was reported the procedure was being performed on a male pt. The catheter was inserted into the pt's left femoral and was in place for 1 1/2 days. The white suture securing plastic loop cracked, allowing the catheter to slip out of the vessel approx 15 cm. As a result, the catheter was removed, rewired, and replaced for the pt. There was no delay in treatment and no pt death or complications were reported. It was noted the pt did not bleed out, however, there was a significant potential for exsanguination, hemodynamic collapse in this critically ill pt leading to a suboptimal outcome. The catheter was in the groin, covered under a blanket so this might not have been detected without the nurse/ICU's vigilance or the fact that the cvvh machine alarmed because of high pressures/resistance to flow.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.